Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two sections. Visual inspection noted abrasions on the lead down to the coil. The abrasion damage is consistent with lead-on-can wear. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis determined that the damage to the lead contributed to the clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead oversensed noise resulting in pacing inhibition of 8 beats. The lead was explanted and replaced without incident.